Manufacturer narrative:
H3: findings: the marathon micro catheter was returned for analysis within its inner pouch; inside of a sealed biohazard plastic bag and a shipping box. The onyx was not returned as it was consumed in the event. The total and usable lengths of the micro catheter were measured to be within specifications. The distal floppy segment of the micro catheter was measured to be within specifications (~27.0cm from the fuse joint). Onyx residue was found within the micro catheter hub and distal tip lumen. The micro catheter distal segment was found to be stretched. The catheter body was found to be separated at ~20.5cm from the distal tip. The catheter body appeared to be kinked and stretched around the broken segments. The catheter body also found to be kinked at 23.5cm from the distal tip. In addition, the catheter body also found to be ruptured at ~24.5cm from the distal tip. Onyx residue was found on the outside of t he distal segment of the catheter. The proximal segment appeared to be intact. No separation was found on the proximal segment of the catheter. No issues were found with the micro catheter hub. The micro catheter was pressurized with water and found non-patent. It is likely the marathon micro catheter is occluded with onyx. No other anomalies were observed. Based on the device analysis, the customer¿s complaint was confirmed. The returned marathon micro catheter was found to be ruptured and occluded with onyx les. In addition, the distal segment of the catheter also found to be kinked, stretched and separated. It appeared that the catheter separated when exceeding the tensile strength of the tubing material. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. In this event, user context may have contributed to the reported issues as the physician continued to inject the onyx against resistance. Additionally, the physician had paused during the injection of onyx rather than continuous injection. There was no non-conformance to specifications identified that led to the reported issues. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Per the our IFU (instructions for use): rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip. Resistance to onyx les injection ¿ stop injection. Do not attempt to clear or overcome resistance by applying increased injection pressure. If this occurs, determine the cause of resistance (for example, onyx les occlusion in catheter lumen), and replace catheter. Use of excessive pressure may result in catheter rupture and embolization of unintended areas.¿ per the marathon IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was resistance upon injection of the liquid embolic agent into the marathon catheter. The physician had paused during the injection of onyx rather than continuous injection, and the injection rate was followed as indicated in the instructions for use (IFU). It was noted after removal that there was a catheter break in the proximal segment. It was clarified that the "ace" vessel in the initial report was intended to be "eca" (external carotid artery). No additional medical intervention was needed to address the onyx occlusion in the eca, and post procedure the patient was said to be doing well with no deficits from the event. The patient's vessel tortuosity was normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a marathon catheter that ruptured and leaked embolization solution during a procedure to treat a patient for a subdural hematoma. It was reported that the devices were prepared according to the instructions for use (IFU). During the embolization, the physician noticed that the marathon catheter had ruptured and embolization solution was leaking into the "ace." The device was removed and replaced with another catheter to complete the embolization procedure. The patient's "ace" vessel was occluded from the onyx leak. However, the physician reported the patient had no resulting harm or injury.